Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did not think the device had helped them with their symptoms (no therapeutic effect) because they were "up and the next day she will be down¿. This had started since implant ((B)(6) 2019). The patient also reported that they should be on program 3 but once when they checked the device, it was on program 7. They did not understand how that happened. This started on ¿the 5th¿ (2019). The patient switched back to program 3 at 6 volts but mentioned that they have no direction or advise from anyone so they did not know what to do. It was also reviewed with the patient the possibility of changing programs. They stated they knew how to change program and was going to monitor their symptoms. It was recommended to keep a diary and titrations were reviewed with the patient. It was noted that the patient had an appointment on (B)(6) 2019. It was further reported by the patient that handset displayed a communication message in the application (app). The patient stated that the retry button doesn't function. When the session time out¿ message appeared, they hit the retry button but it doesn't function. The only way they could connect is if they exit the app and re-enters it. This issue had started since implant. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for shalietta 6.28.19(B)(6) 2019, (B)(4). (Con): information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the app/handset would show "timed out" when she went to use it. They would use the app/handset when "it wasn't working" which was clarified as they would feel the urge that they had to go; the patient was experiencing a return of symptoms. They also had their bandage changed "on friday" and they are currently set to program 3. During the call, external device education was given to the patient; the call center explained external device theory and use them. The patient confirmed understanding and said there is no allegation against the external devices. When the call center offered to instruct the patient on how to use the handset/communicator, the patient declined. An email was sent to the patient with resource materials. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss symptoms and programming. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a problem with the controller as it showed the application had timed out. There were no further complications reported or anticipated.